Event description:
It was reported that the cable of the monopolar curved scissors instrument is broken. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable is broken at the scissor grip and distal idlers, allowing the pulley to spin freely. The grip hub has a peak across the cable groove that may have damaged the cable. Engineering concluded that the cable wear on the grip/pulleys combined with the high torque at the input discs likely contributed to the breakage. Engineering also observed the distal end of main tube has a 2 inch long section with light material removed. The damaged area is parallel to the tube axis, and has a rougher surface finish than the rest of the tube. Based on the location and appearance, the damage was most likely caused be a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.